Event description:
Multiple introducers were thrown away during procedure due to blood leaking out of port when guide wire was introduced and would not seal. Boxes with exact lot numbers were removed from shelf and returned to rep.